Event description:
Per the edwards field clinical specialist, following transapical deployment of the sapien valve, a paravalvular leak (pvl) was noticed. The operators subsequently post dilated the valve with a balloon catheter, which mitigated the pvl but created a central leak that affected the patient's blood pressure. To mitigate the central leak, a second sapien valve was implanted inside the first valve. The patient was reported to be stable at the end of the procedure, and the following day was described as alert and oriented.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Despite exhaustive attempts, no imaging or additional information related to this event could be obtained. The device is not available for analysis as it remains implanted in the patient. Per the sapien instructions for use (IFU) and the edwards thv patient screening manual, valve regurgitation is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Improper valve sizing and malpositioning are identified as key factors that can contribute to valve regurgitation. There are several patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In the absence of imaging and a more thorough account of the event, proper valve positioning and sizing cannot be determined. In addition, it cannot be determined if there were any technical or anatomical factors that may have contributed to the event. Consequently, the root cause of the reported regurgitation cannot be confirmed. Of note, the sapien valve was deployed transapically using a retroflex 3 transfemoral delivery system. The IFU clearly indicates that the retroflex 3 delivery system is labeled for a transfemoral retrograde approach. There is no evidence at this time that the event was related to the off-label use of the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.